Manufacturer narrative:
The associated devices were returned for evaluation. A review of manufacturing records did not reveal any material or manufacturing deviations that could have contributed to this issue. Assessment by our research department concluded the following: upon visual examination, the proximal articulating areas have burnishing due to femoral articulation on the insert. The locking mechanism of the insert has damage on both the anterior and posterior lock details. Burnishing and deformation, likely due to the insert riding on the tibial tray anterior locking mechanism after disassociation, was observed on the distal surface. The ps hf post has burnishing due to femoral contact in vivo during usage. The returned tibial tray has scratches on the polished surface in the condyle region due to contact with femoral component after insert disassociation. Examination of the insert and tibial tray confirmed dissociation of the insert from tibial tray as reported in the complaint. Damage of the distal surface of insert likely occurred due to the insert riding on the tibial tray after disassociation. Scratches on the tibial tray polished surface likely occurred due to femoral component contacting the tibial tray after dissociation. A dimensional evaluation was not able to be performed due to damage of the devices. A review of complaint history did not reveal any previous complaints for either of the batches associated with this complaint. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed due to implant dislocation.